Event description:
Customer's father reported via phone call that the insulin pump's information could not be uploaded. It was stated that the insulin pump was pump was not stored without a battery and there were no error alarms in the history. Customer's father was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to download data to carelink due to displayable history check failed on startup alarms at the alarm history file. Error alarms due to a corrupted history file. Insulin pump received with minor scratched lcd window.